Event description:
A company representative reported the patient has been taken off of insulin pump therapy. On follow up with the patient, the patient reported he had been hospitalized for 1 1/2 days as he felt very ill from a cold and went to the emergency room. He stated that while he was there his blood glucose reading was over 300 mg/dl so he was hospitalized. He stated his readings were corrected by being given insulin through an IV drip while in the hospital. He stated he is currently on injection therapy. The patient declined any troubleshooting. The product was requested to be returned for evaluation.